Event description:
The facility reported an automix 3+3/as compounder which reportedly had a frayed umbilical cable. This event occurred before use in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection. The customer reported frayed umbilical cable was confirmed during device evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.